Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion at 14.2 cm ¿ 15.1 cm from the connector pin breaching the outer insulation and exposing the outer coil. The exposed outer coil is consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.